Event description:
It was reported that during a percutaneous coronary intervention, balloon ruptured occurred. The 90% stenosed target lesion was located in the moderately calcified and mildly tortuous mid left anterior descending artery. The 2.25mm x 28mm promus element plus stent was advanced to the lesion however, the balloon ruptured at approximately 10 atmospheres on the first inflation. The stent was not deployed as a result. The device was removed from the patient. Then the lesion was reexamined through interventional ultrasound. The procedure was completed using a 2.5mm x 38mm promus element plus stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).